Event description:
Received an electronic report of a dialyzer reaction to a hemodialysis patient. The initial rn was contacted for additional information as well as the treatment sheets of this event. It was learned that the patient underwent 2 hours of dialysis therapy when the b/p was noted as declining. The bp was 108/48 and continued to decline. The staff infused 200 ml of saline and then they noted the patient became unresponsive and proceeded into respiratory arrest. The patient's blood was returned back to the patient at this time. An oral airway was placed by the reporting rn and ventilations were assisted with use of ambu bag. The patient reportedly was slow to respond but did respond after 2 minutes of assisted ventilations with airway opened. A 1000 ml bolus of ns was also infused. Ems was contacted and the patient was transported to the hospital for further evaluation. The patient was responsive to verbal stimuli at the time of transfer. Reportedly, this patient does have a cardiac history. The facility frequently removes 4-5l of fluid per treatment. The patient is non-ambulatory. The patient arrived with over 4l of fluid and staff attempted to remove this fluid during the dialysis treatment. The patient's dry weight had been increased for this treatment. The patient had been dialyzing with the use of the e-beam for 1 year. The patient was later discharged with no further ill effect from this event. The patient receives dialysis with the 180nr and is currently tolerating dialysis with no further ill effect. A sample is available for an evaluation.